Manufacturer narrative:
A ge service rep performed an on site investigation. The pcb contacts were cleaned. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not display fluoroscopic image. This rendered the system unusable. There is no report of injury or death associated with this event.